Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based upon the past similar cases, the reported event may have been caused by stress due to use, or by external factors or user's handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The date of manufacture of the device is unknown. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: the angulation was insufficient due to the elongation of the angle wire. The instrument channel was deformed. The adhesive of the bending section rubber was broken. The objective lens was damaged. There was an abnormality on the appearance of the control section. There was a leakage from the insertion section due to a perforation in the insertion tube. There was a leakage from the universal cord or video cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus service operation repair center (sorc) for repair due to buckling of the insertion section. Sorc inspected the device and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off. There was no report of patient injury associated with the event.